Event description:
The initial reporter received questionable ise indirect na for gen.2 results for two patient samples with a cobas 8000 cobas ise module. Sample 2: the initial result was 150 mmol/l. The repeated result was 135 mmol/l. On (B)(6) 2022, the customer reported another sample with discrepant results after exchanging the electrode and sample probe. The initial result was 134 mmol/l. The repeated result was 142 mmol/l. It is unknown if the questionable results were reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer cleaned the flow channel, replaced all electrodes and the ise degasser, performed checks and controls. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.